Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a company representative (rep) regarding a patient being implanted with an implantable neurostimulator (ins) for intractable chronic pain. It was reported that the lead stylet could not be inserted,the lead could not be inserted. No x-ray image was available. No telemetry was available because the event was a lead malfunction issue. A contributing factor to the event was too much adhesion, the lead could not be inserted. The lead could not be inserted probably because the physician repeatedly re-inserted a stylet. The action taken to resolve the issue was a new lead kit was unpacked and used instead. A new lead was positioned completely. The issue was resolved at the time of this report. No patient symptoms were reported. There was no patient injury. No surgical intervention occurred, nor was planned. No further complications were reported or anticipated.